Manufacturer narrative:
This report is submitted on february 12, 2021.

Event description:
Per the surgeon, the patient experienced skin overgrowth. A longer abutment was placed under a general anaesthetic on (B)(6) 2020.